Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). The patient was having pain in the lower back area almost like a pinching feeling and experienced it right after a sponge bath. Patient was advised to connect with the doctor in regards to the pain and has pain medication to use that was given by the doctor. Additional information received from the trial patient on (B)(6) 2017 reported that they felt a pinching at the implant site when they sat in a ¿cushy chair.¿ the patient stated that they thought the wire was ¿sort of moving but eventuality stops.¿ the patient mentioned they had accidents but not as much. Some days they did see a 50% reduction in symptoms but other days they did not feel great but noted it may be due to the weather and other medical conditions. The patient felt the ¿pulsating: in the rectum. The device was set at 2.2 volts. There were no further complications reported or anticipated.